Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report experiencing two broken sensors "a few weeks" prior to his call. Pt reported that he was able to remove the retained distal fragments with tweezers. The sensors were discarded and are unavailable for evaluation. This is MDR 2 of 2 for the complaint (see also MDR # 3004753838-2010-00170). Dexcom cannot confirm whether the incidents actually involved broken sensors or if they were due to insertion issues. Pt has not experienced any discomfort or pain at the insertion sites.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, event in the absence of any evidence of physical harm or necessity for intervention.